Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remained in use. The device was later explanted and replaced due to battery status per physician practice. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.